Event description:
It was reported that during an unknown procedure, the jaw could not open after the third firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the device removed from the tissue? Used another device to pry the jaw and remove the device. On what tissue type was the device used? At what location on the tissue? Lung lobe. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Two green cartridges were used before this event. If buttressing material was utilized, which product was used? No. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Is there any other additional information you would like to share about this device or procedure? No.